Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00620, 3006705815-2023-00621. It was reported the patient's ipg is nearing possible premature end of life. The leads also appeared to have migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced, resolving all issues.